Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in office for device interrogation. It was noted that the syncope and near syncope was not related to the far field r-wave oversensing. It was also noted that the atrial sensitivity was reprogrammed.

Event description:
It was reported that the patient experienced syncope or near syncope. Upon device interrogation, it was noted that there was intermittent far field r-wave over-sensing on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.